Event description:
Taxus liberte clinical study. Same case as MDR ID# 2134265-2011-03342. Same patient as MDR ID# 2134265-2011-03343. It was reported that post coronary stenting treatment procedure, shortness of breath and coronary artery disease occurred. In (B)(6) 2010, the subject presented with chest discomfort and fatigue and was diagnosed with unstable angina (braunwald classification: ib). The subject was referred for cardiac catheterization which revealed a 80% restenotic lesion located in the proximal lad. The lesion was 10 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. Four days later, the subject was discharged on aspirin and prasugrel. (B)(6) 2011, the subject presented with shortness of breath and was hospitalized the same day. The subject's study drug was stopped in order to wear off the anti-platelet effect, one week prior to the planned surgery. Ten days later, the subject underwent successful CABG surgery x 3; lima to lad, saphenous vein graft (svg) to the diagonal, and svg to right posterior descending artery. The subject was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).